Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was using the device for coronary diagnosis procedure and the procedure was completed as planned. Philips remote service engineer (rse) connected with the customer and confirmed the reported issue. Review of system log file shows disk space at low level in user massage. Upon remote analysis, rse found issues with storage. The philips engineer suggested the customer that the automatic deletion function will work when the patient is registered, and it is necessary to manually delete the past data. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the customer was unable to perform x-ray due to low disk space. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.